Event description:
A 69-yr-old male pt presented in 1/94 with cough, fevers, sweats, anorexia, and weight loss was started on prednisone for radiation pneumonia. Presented in february with doe, admitted to hosp 3/8/94, with severe doe, temps, sweats, and mouth soreness. Supportive care, antibiotic coverage, and steroids given. Pt had pneumocystis, herpes, and radiation pneumonia. 3/19, bilateral pneumothorax, 3/22, intubated; and on 3/25 pt expired.